Event description:
While the pt was being transferred from bed to chair, after the caregiver had released the down button of the handset, the floor lift and its dynamic positioning system (dps) continued to lower on their own, faster than expected. The lowering motion was braked by the armrest of the chair and stopped by the caregiver who pressed on the emergency stop button. The dps touched the pt's thighs and made a pressure on her foot. She sustained a hematoma on right foot toes, on which bandage and antibiotic were applied.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hosp equipment ab. The device was inspected on-site by a rep of the designated complaint handling unit (dchu)'s sales and service unit subsidiary division, not a direct employee of the dchu. Upon first verification, the down function of the board was not working, but worked after several tests. The up limit switch was not functional. The anti crush feature was functional. Add'l info will be provided following the conclusion of the dchu's investigation.